Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. (B)(4).

Event description:
It is reported that a customer had air bubbles in their reservoir compartment. The pt's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the reservoir need to be replaced and advised to send the reservoir back for analysis. No further info was provided.